Manufacturer narrative:
Additional information was received on (B)(6) 2019, patient experienced bilateral cosmetic dissatisfaction and left sided rupture. Reason for device explant and/or reoperation: patient dissatisfaction and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted reason for device explant and/or reoperation: rupture. Concomitant products: 300cc mentor smooth round moderate plus profile memorygel breast implant, catalog: 3503001bc, lot: 6498303, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 300cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient underwent bilateral removal without replacement on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/3/2019. Device evaluation summary: according with the information reported, the patient experienced a rupture in the breast implant. During visual analysis of the sample was found rupture and was received in three parts. Microscopic examination was performed to the rupture and no evidence of instrument damage was observed. No other anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).